Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. It was reported that the device was removed due to the infection and that hopefully the issue was resolved.

Event description:
Patient reported the infection at the implant site. Patient had long history of infection. Patient just noticed that something had burst and they had a "bump or something. Patient had knee replacement in (B)(6) and they went back and had their knee restored. Patient turned stimulation off until the explantation of whole system. Device removal was planned. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.